Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board malfunctioned. The ventilator was returned to the manufacturer for evaluation. During evaluation, a "service required" alarm condition was observed in the device's downloaded error log. This issue would not affect the device's ability to deliver the prescribed therapy.

Event description:
The manufacturer received information alleging a ventilator's oxygen blending module board malfunctioned. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.